Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2024-34312, 2017865-2024-34314, 2017865-2024-34315. It was reported that the patient presented with an infection. The physician explanted the system ¿ pacemaker, right atrial lead, right ventricle lead and left ventricle lead. A temporary lead was placed. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
Correction: the correct birth date should have been (B)(6) 1972, rather than (B)(6), 1972.